Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that during the analysis in question the patient's rhythm appeared to be avtach type of rhythm, varying near the trigger level of 150 bpm, which most ECG analysis algorithm's require an analyzed rhythm to be consistently above in order for a rhythm to be considered as shockable. In addition, there appears to be evidence of motion artifact which did impact the algorithm to provide a shock advised result. Based on our review of the data, we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.